Event description:
It was reported that within a couple days of implant, the device exhibited high superior vena cava (svc) coil impedance. It was suspected to be related to the setscrew and subsequently, the svc coil will be programmed off. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Impedance/high impedance: patient alert for oot subthreshold lead impedance (B)(6) 2012 15:00:06. Daily pace lead trend data shows an abrupt increase for svc defib= 73 to 230 ohms peak between (B)(6) 2012.

Event description:
It was reported that within a couple days of implant, the device exhibited high superior vena cava (svc) coil impedance. It was sus pected to be related to the setscrew and subsequently, the svc coil will be programmed off. The device remains in use. No patientcomplications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead: (B)(6) 2006. 4194 implantable pacing lead: (B)(6) 2006. 310f31 implantable tissue valve: (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary : the device was later returned and analyzed with no anomalies found. Visual analysis comments noted no damage to the connector block or grommets, and all connector bores were free of obstruction. When a test lead was inserted into each port, the setscrews were tightened as expects and the leads passed a tug-test, holding as expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.